Event description:
It was reported that a tiny piece of metal broke off of the alignment. This was discovered during cleaning when the instrument was taken apart. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Subject device has been received and a service history maintenance review was performed. The investigation of the complaint articles indicates that the: the customer reported the piece of metal broke off the alignment indicator. The repair technician reported damaged component as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(6) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A product investigation was completed: one component of a part belonging to the trochanteric fixation nail system was returned; one alignment indicator for helical blade inserter (part 357.372, lot 4526094, manufactured december 2002). This component was returned with the complaint that a tiny piece of metal broke off of the alignment indicator (part n55). Upon receipt of this component it was seen that the pin of the alignment indicator which contacts the shaft, and prevents the distal portion of the device from spinning is detached and was returned ¿ the weld about this pin failed and the pin circumference is no longer round, additionally the component has several hammer marks. This complaint is confirmed. This complaint likely occurred as a result of years of regular use and impaction caused by hammering, which damaged the pin and broke the weldment about the pin. The drawings for the helical blade inserter were reviewed. The device conforms dimensionally to the drawings, and the design was determined to be adequate for the intended use of this device. This complaint is confirmed, however the design of this device was found to be adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.